Event description:
During device change-out for eri, the patient requested the lead be explanted. All electrical measurements were normal. Fluoroscopy revealed externalized conductors. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form analysis found internal abrasions between 7cm and 8.3cm and between 16cm and 16.8cm from the helix end. Internal abrasions were also noted under the rv shock coil between 3.7cm to 6.3cm from the helix end.